Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It was found the printed circuit board failure which made no working the clone output. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) reported that during an incoming inspection at olympus (B)(4), it was found that image input from the dvi1 port was distorted and image input from the dvi2 port was not displayed on the subject device. The occurrence date of the event is unknown. There was no patient injury associated with this report.